Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a velocity delivery microcatheter (velocity). During the procedure, the physician made a pass using the velocity and experienced resistance while retracting it out of the penumbra system jet 7 reperfusion catheter (jet7), the velocity was examined on the back table and was found to have kinked. Subsequently, it was reported that the velocity broke into two pieces while handling. Therefore, the velocity was no longer used in the procedure. The procedure was completed using a non-penumbra microcatheter and the same jet7. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the velocity was fractured approximately 43.5 cm from the hub. Conclusions: evaluation of the returned velocity confirmed that the catheter was fractured. If the velocity is retracted at an extreme angle, damage such as a kink may occur. Subsequently, further manipulation of a kinked device may cause the kink to worsen into a fracture. The jet7 identified in the complaint was not returned for evaluation. Therefore, the root cause of resistance could not be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.